Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she dropped her insulin pump last week. Whenever she attempts the prime and rewind sequence the insulin pump alarms compromised force sensor system. The patient's blood glucose at the time of incident is unknown. The drive support cap was protruded. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime excessive no delivery tests due to compromised force sensor system alarm. The insulin pump passed self-test, unexpected restart test, displacement test and all operating currents measurement was normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners, broken reservoir tube lip, missing the black o-ring seal from inside reservoir tube and cracked battery tube threads.